Manufacturer narrative:
Device evaluation- a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device is over two years old. The device was returned to smiths medical service center for repair. The top case front corner was found cracked, and the bottom case was damaged. Primary audible alarm post error was found in the event history log but could not be duplicated. The cracked top case and damaged bottom case were replaced. The speaker was also replaced for preventive measure. The device passed function and delivery tests after the repair. The problem source could not be identified.

Event description:
It was reported that the device exhibited "primary audible alarm. No patient injury was reported.